Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a head trauma in (B)(6) 2015; reportedly there was no decrease in performance. Despite no changes in performance has been reported, reimplantation has been suggested.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Reportedly the recipient still has good access to sound; the device remains implanted and in use.

Event description:
The user suffered from a head trauma in (B)(6) 2015; reportedly there was no decrease in performance. The user will be monitored. Currently, as the user has access to sound no reimplantation will be performed.